Event description:
Customer reported chemo drug etoposide leaking from the open red air vent of the set. The med is given from a bag as a 96 hour continuous infusion. Leak occurred about 84 hours into the 96 hour infusion. There was no patient harm and no staff exposure. There was no medical intervention required. Although requested no further patient/event information is currently available.

Manufacturer narrative:
(B)(4). Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.